Event description:
Caller reported a malfunction on the pump, indicated by a specific code. Blood glucose level of the caller was not adversely impacted and was kept below 500 mg/dl. Customer received instructions from technical support to reset the pump. The customer will continue to use the current pump for insulin therapy.